Manufacturer narrative:
(B)(4). The service engineer evaluated the ventilator and although the presence of the error code was confirmed, the service engineer did not duplicate the customer reported condition. The ventilator passed self-testing. The ventilator was run on a test circuit for 24-48 hours before returning to patient use.

Event description:
It was reported that an 840 ventilator generated an error which rendered the ventilator inoperable. The ventilator was not on a patient at the time of the event.